Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a cardiac ablation procedure, after the first application, excessive noise occurred and spread to other electrodes. The noise level was reported to be too high to proceed, and the procedure could not be continued. No further patient complications have been reported as a result of this event.